Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. The ra lead was explanted. Additional information was obtained from the field representative indicating that the ra lead was destroyed during the laser removal. No additional adverse patient effects were reported.